Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins).  They reported that they had the stimulation set to 8.9, however the stimulation wasn't working or doing anything. Pt wanted to meet with a manufacturer representative for therapy adjustments. Pt said that one nurse at hcp's office sent an e-mail or text message to the rep asking the rep to call the pt, but the pt didn't get a call from the rep; pt said that this was a couple weeks ago. When asked for the event date, pt said that it had been probably at least a month or so ago. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Additional information was received. It was reported that patient had loss of stimulation, return of pain. Lead issue/high impedance (20,000) was reported. Reprogramming was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient got a lead revision. The device was replaced on (B)(6) 2024. Device status unknown as the patient refused to return it.